Event description:
Found small piece of wood in pack.

Manufacturer narrative:
A complaint was received on 07/12/2024 found small piece of wood in pack. The actual sample was not returned for evaluation. However, a photo of the small piece of wood was provided. The true root cause was undetermined due to being unable to determine what component within the tray contained the small piece of wood. Per personnel dress code procedure corp.prc.079, a mirror is placed in areas to allow employees to ensure that bouffant, beard covers and/or lab coats are applied appropriately. Personnel entering the clean manufacturing area shall perform the following steps prior to entering the room. Apply hair coverings, then next apply apparel, then if applicable apply shoe covers. Last step, wash or sanitize hands. Bouffant must cover all of hair. In order to contain all hair, more than one covering may be needed. Once a hair covering is removed, it must be discarded. Reapplication of the hair cover and beard/mustache cover must be with a new cover. Bouffant may not be worn outside of building. Brushing or combing of hair is not allowed in the changing room or any other area where products are handled or stored. Beard and/or mustache covers shall be worn in all areas that a bouffant hair covering is required and should cover all facial hair. Once removed, it must be discarded. Reapplication must be with a new cover. Lab coats are required in all clean manufacturing areas. Apparel / lab coats shall be buttoned/snapped. Apparel / lab coats shall be kept completely closed. Apparel / lab coats are not to be worn outside of the manufacturing area by manufacturing personnel. Per cleaning, sanitation and work environment procedure corp.prc.086, machine operators shall ensure the work surface of each machine is free from dust, dirt, oil, debris and/or other foreign matter. All equipment used in production shall be cleaned. Garbage shall be removed daily as required by the respective cleaning checklist or form (do not transfer trash from one container to another). Daily - clean work area, work tables, manufacturing equipment, countertops and tables, empty trash, sweep floors and fatigue mats. The following corrective actions have taken place by deroyal: a quality memo was issued to make employees aware of the importance of checking product for debris prior to placing components within the trays. Production records were reviewed, and no issues were found. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.